Event description:
It was reported that there was no telemetry with coupling and communication issues being present. Flipping of the implantable neuro stimulator could not be confirmed. Decreased therapeutic effect was reported. The device was turned off as recharging was not possible. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 3708140, (B)(4), implanted: 2010 (B)(6), explanted: unknown, extension model 3708140, (B)(4), implanted: 2010 (b)(5), explanted: unknown, lead model 377760, (B)(4), implanted: 2006 (B)(6), explanted: unknown, lead model 377760, (B)(4), implanted: 2006 (B)(6), explanted: unknown, programmer model 37742, (B)(4), recharger model 37752, (B)(4).

Event description:
Additional information showed an x-ray confirmed the device had flipped in the pocket. The patient's health care provider (hcp) flipped the device manually. The patient was able to successfully recharge and was receiving therapy.